Event description:
It was reported that the shaft of the 3.0x18mm xience alpine stent delivery system was leaking. The returned device analysis confirmed that the leak was noted during device preparation. There was no patient involvement or a clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The leak was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for leaks from this lot. Based on the reviewed information, no product deficiency was identified.